Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: does the surgeon believe that the difficulties experienced with device caused or contributed to patient death? No. Please confirm who made statement ¿after examination of the video, I don¿t think the hampering stapling device caused the bleeding.¿ was this the surgeon or sales representative? Surgeon. Upon review of the information provided by a qualified medical professional, it was concluded that this event does not meet the FDA defined criteria for a reportable death and is being considered a malfunction.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Laparoscopic liver resection. Was the device difficult to close? No. Was the device difficult to fire? No. Was buttressing material used? No. Were any surgical clips used in the vicinity of device firing? Yes, hem-o-locks. Did the surgeon try to complete the firing of device with one or two hands? One hand. Does the surgeon believe that the issue experienced with device led to the bleeding on vena cava? If so, why? After examination of the video, I don¿t think the hampering stapling device caused the bleeding. Was an autopsy performed? If so, is the cause of death known? Yes, cardiac problems because of major blood loss. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe that the difficulties experienced with device caused or contributed to patient death? Please confirm who made statement ¿after examination of the video, I don¿t think the hampering stapling device caused the bleeding.¿ was this the surgeon or sales representative?

Event description:
It was reported that during a laparoscopic liver procedure, during firing of the second ecr60w reload in a ec60a stapler on the liver parenchyma and common bile duct, the stapler seemed to be blocking. The surgeon had squeezed the firing lever 4 times in a row, but the counter on the back of the stapler was somewhere between number 2 and 3. The surgeon tried to squeeze the firing lever again, but this had no effect on the knife or on the counter. They couldn¿t open the stapler either. The or nurse then pushed the red knife reverse button down and pulled the firing lever again, but still they couldn¿t open the stapler. Then the surgeon tried to open the jaws of the stapler with a grasper, which eventually succeeded. Then they saw a bleeding, which came most likely from the vena cava that was damaged. They decided to convert to an open procedure and managed to stop the bleeding with hemoclips. Unfortunately in the early morning the day after the procedure took place the patient died.